Event description:
It was reported that transmitter failed error occurred on for transmitter 8lqk6q however, transmitter 8mkg3m was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and passed. A review of the share logs was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. Reported allegation not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional information. D9: device availability additional information. H2: additional information/ device evaluation. H3: device evaluated by manufacturer additional information. H6: event problem and evaluation codes additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.